Event description:
It was reported that during normal follow up, externalized conductors between the rv and svc coils were observed via x-ray. An increase in capture threshold was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 8.4cm to 13.9cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. Another internal insulation abrasion was found at 14.6cm to 15.5cm from the distal tip. External insulation abrasion was found at 34.0 to 34.3cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all locations. The reported increase in capture threshold could not be confirmed.